Event description:
It was reported by service report that the cot retaining post is missing and a wheel is worn. No patient involvement or adverse consequences are reported.

Manufacturer narrative:
Pin bracket.